Event description:
It was reported that the patient was not reaching an adequate therapeutic effect with a significant increase in dosing. The clinician had to prescribe oral medication in order to relieve the patient¿s pain. This led to a dye study and pump roller study. The dye study was done through the catheter access port and the dye accumulated behind the pump; no dye went to the tip of the catheter. They were uncertain if the connection was affected or if there were any perforations along the catheter tubing. The roller study was done and the rollers did not move at all. The pump and catheter were replaced. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a hole in the catheter body caused by a deep abrasion.